Event description:
It was reported to philips that the battery is not functioning. There was no report of patient involvement.

Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which it was determined that the battery needed replacement. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery, the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time.